Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse stated that a peritoneal dialysis patient had a stroke on (B)(6) 2017 and was hospitalized. Upon follow up with the nurse, the nurse confirmed the patient's hospitalization on (B)(6) 2017 for stroke (right lower leg paralysis). It was reported by the nurse that the patient was still hospitalized as of (B)(6) 2018, but was recovering from the event. Treatment rendered at the hospital was unknown. Peritoneal dialysis continued unchanged.

Event description:
A peritoneal dialysis nurse stated that a peritoneal dialysis patient had a stroke on (B)(6) 2017 and was hospitalized. Upon follow up with the nurse, the nurse confirmed the patient's hospitalization on (B)(6) 2017 for stroke (right lower leg paralysis). It was reported by the nurse that the patient was still hospitalized as of (B)(6) 2018, but was recovering from the event. Treatment rendered at the hospital was unknown. Peritoneal dialysis continued unchanged.

Manufacturer narrative:
Clinical evaluation: the file has been assessed for the necessity of performing a clinical investigation. On (B)(6) 2018, this (B)(6) year-old pt. On continuous cycling peritoneal dialysis (ccpd) experienced a stroke (with right lower leg paralysis) and as a result was admitted to the hospital. Details of events leading up to the patient's stroke event are unknown. The patient¿s relevant past medical history includes atherosclerosis and an unspecified coagulation defect. During a follow up call with the patient's pd nurse (on (B)(6) 2017), it was stated the pt. Remained hospitalized. Hospitalization details are also unknown. However, the pd nurse stated the patient is continuing pd therapy unchanged. Medical records are not available at the time of this clinical evaluation of the file. Based on the available information in the complaint file, there is no reported allegation or documentation that indicated the liberty cycler may have caused or contributed to the patient's stroke event. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding this event, please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.